Event description:
It was reported that, a user who had recently received insulin and steroids during a hospital stay reconnected the ilet paired with a libre 3+ after being off the pump for approximately eight hours and subsequently experienced sustained hyperglycemia, with the continuous glucose monitor displaying high (greater than 400 mg/dl). The event persisted until the user performed an infusion site change and resumed insulin delivery. No symptoms were reported. Outcomes included the need for non-medical assistance from family due to user incapacitation and device-guided correction through reconnection and infusion site change, with no medical intervention required. The investigation included troubleshooting and user education, review of glucose trends, and confirmation that insulin delivery had resumed following the infusion site change. The investigation revealed hyperglycemia of unclear etiology, with a possible infusion site issue or interruption in insulin delivery prior to the site change, while the device alarmed for high glucose and functioned as designed after reconnection and site replacement. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.